Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a coseal premix had white particulate matter in the solution, which clogged the syringe. This was noted as the coseal was mixed with the peg during reconstitution. There was no patient injury or medical intervention associated with this event. No additional information is available.